Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. In addition, the customer received a data error alert (alert 04) indicated a data log corruption. The customer stated that there was pump history was missing . Customer reported blood glucose level was 145 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.